Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that within the first few days post-implant of this inflatable penile prosthesis, the patient experienced intense pain and tenderness in his stomach and scrotum. Additionally, the pump of the ipp did not inflate properly. The patient presented to the emergency room because he was unable to deflate his prostheses for two days following intercourse. After multiple attempts, the device was deflated. A physical exam confirmed pain, discomfort and significant swelling in the area of pump implant. The patient was seen by the physician for a follow-up appointment as the patient was unable to fully pump the implant; this resulted in pain and non-functional device. A physical examination by the physician confirmed the collapsed pump was consistent with a malfunctioning pump or leak. After allowing the swelling to subside, the patient was seen by the physician again. The physician noted that the pump had shifted, and the deflation button was now on the left side. The physician instructed the patient on the use of the pump. No further patient complications were reported.